Event description:
Note: this report pertains to one of three cre pro wireguided dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during an esophagogastroduodenoscopy (egd) procedure. The exact procedure date is unknown. During the procedure, they take the balloon down the scope, begin inflating, and water sprays out of the balloon from 1-2 holes or cuts in the balloon. The same problem occurred with the second and third cre pro wireguided dilatation balloon. The procedure was completed with another cre pro wireguided dilatation balloon. The anatomy location of the procedure is unknown and is being reported as it may have occurred in the esophagus. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus. Block h11: investigation results: the cre pro wireguided dilatation balloon device was not returned as it was reported to be disposed. A technical analysis could not be performed. However, a media analysis was performed on the photo provided by the complainant. The photo revealed that, a small portion of the device inserted into the patient's anatomy and evidence of leakage of liquid. No other problems with the device were noted. According to the media analysis performed, it was possible to observe a small portion of the device inserted into the patient's anatomy and evidence of leakage of liquid, however, it cannot determine where this leakage comes from. The product was not returned for analysis as it was reported to be disposed, and a technical analysis could not be performed. Therefore, due to the lack of evidence it is unable to confirm the reported event of balloon pinhole. The investigation concluded that, without analysis of the device, the most probable root cause of the clinical observations is cause not established.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
Note: this report pertains to one of three cre pro wireguided dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during an esophagogastroduodenoscopy (egd) procedure. The exact procedure date is unknown. During the procedure, they take the balloon down the scope, begin inflating, and water sprays out of the balloon from 1-2 holes or cuts in the balloon. The same problem occurred with the second and third cre pro wireguided dilatation balloon. The procedure was completed with another cre pro wireguided dilatation balloon. The anatomy location of the procedure is unknown and is being reported as it may have occurred in the esophagus. There were no patient complications reported as a result of this event.